Manufacturer narrative:
The actual device was received for evaluation. The returned device was labeled for single use. A visual inspection was performed on the returned unit which did not show displacement from the pins and the mating ring that would have pierced the tissue during anastomosis. It was also noted that neither the rings or the pins were bent. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the rings of a coupler device were dissociated and were bent. This was observed while removing the clamps on the coupler at the end of a procedure. This event involved a patient with no patient consequences. No additional information is available.